Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a red and itchy skin irritation. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to apply benadryl and hydrocortisone on the skin irritation. Follow up indicated that the skin irritation improved.